Event description:
A patient underwent a port placement procedure using MRI p port isp - groshong. On (B)(6) 2024, the doctor had to remove chemo port after patient had finished chemotherapy therapy. The doctor complained of port catheter fractures and holes in catheter upon removal from patient. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port isp MRI implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A partial circumferential break was noted on the attached catheter. The edges of the partial circumferential break on the attached catheter were noted to be uneven. The surface was noted to be round and smooth on both regions. The attached catheter was gently stretched, and abnormal elasticity was felt throughout. Kinks were noted throughout the attached catheter. Therefore, the investigation is confirmed for the reported catheter fracture issues and identified deformation and naturally worn issues. However, it is unconfirmed for the reported material puncture/hole issue as more specific damages fracture and deformation and naturally worn issues were identified during investigation. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using MRI p port isp - groshong. On (B)(6) 2024, the doctor had to remove chemo port after patient had finished chemotherapy therapy. The doctor complained of port catheter fractures and holes in catheter upon removal from patient.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.